Event description:
The customer complained of experiencing low blood glucose levels. The reported blood glucose reading at the time of the report was 60 mg/dl. The customer's wife was home with the customer and called paramedics for assistance. After the initial phone call, the customer called back to perform troubleshooting on the insulin pump. The programming was correct. The customer changed his infusion set on the day of the event. The displacement test passed. After priming a new infusion set and reservoir, the customer stated that the insulin pump read that there were 60 units remaining in the reservoir. However, the reservoir was empty when the customer removed from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.